Event description:
It was reported that, "dr. (B)(6) was removing a reflex hybrid plate with the revision driver. He inserted the outer shaft followed by the draw rod into a screw. He then went to back the screw out and the tip of the draw rod broke in the screw."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.